Event description:
It was observed that during the device evaluation, the video system center had the endoscopic image cannot be displayed, an e226 image error occurs, and the receptacle unit is chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: because receptacle unit is chipped, the endoscopic image cannot be displayed. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.